Event description:
It was reported that during a davinci assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. An RMA had been issued requesting to have the isi device returned; however, isi did receive the RMA to confirm/identify the failure mode. Failure analysis (fa) found the fenestrated bipolar forceps (fbf) instrument had a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Failure analysis completed analysis on 09/25/2025 to confirm distal grip cable was broken.